Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this continuous process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.

Manufacturer narrative:
Reference MDR#2027111-2016-00847, MDR#2027111-2017-00039. No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Cer created because "it is the 3 rd broken trocar in 3 months." Additional information received via telephone from sales representative on december 29, 2016: rep explained the event description from cer 2016-1506 (below) is identical to the 2nd event of the cannula breaking which was not reported previously. The lot# is unknown. It was also mentioned that the surgeon has been using the product for over 10 years. The surgeon stated the breakage occurs when torquing the trocar with the camera in the cannula. The fracture was described as a clean break. Cer 2016-1506: "removed 12mm camera port when 35% of the distal end of the trocar broke off and it was retrieved from the patients abdominal wall. There were no adverse effects to the patient. It appeared to have broken off while it was maneuvered. It did lengthen the procedure to due to the fact that they needed to visually insure no part of the trocar remained in the patient's abdominal wall." Type of intervention: unk. Patient status: no adverse effect. No patient injury or illness associated with the complaint event.